Event description:
It was reported that stent damage was noted. While unpacking a 2.50x24mm promus element plus drug-eluting stent, the physician noted a problem in the stent. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(6). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by MFR.: a visual examination of the crimped stent found the stent was damaged. The stent struts at the distal end of the stent were deformed and lifted upwards from the stent profile. The stent od and the stent protector ID were found to be within specification. The balloon cones profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along the hypotube shaft. A visual and tactile examination found no issues with the profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent damage was noted. While unpacking a 2.50x24mm promus element¿ plus drug-eluting stent, the physician noted a problem in the stent. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.